Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020, and confirmed that this device was not previously returned for servicing and there were no production failures that correlated to the customer-reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected. The field service engineer (fse) found the auxiliary tower disconnected and identified the external pyxibus cable as broken. The external cable was replaced, restoring proper connectivity. The tower reconnected successfully after the repair. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was failing and the customer was unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.